Manufacturer narrative:
A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¦endoscope image disappearance and freezing (warning) ·do not strike or drop the product. Water leakage may damage the product's internal electrical circuits. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited electrical contact corrosion. The issue was found during inspection of an unknown therapeutic procedure. There was no patient involvement.